Event description:
After five years of cochlear implant use, this patient was reportedly experiencing pain in her hand. Integrity testing in 2005 showed normal device function except for 1 open circuit and 1 suspected short circuited electrode. The device was reprogrammed. Explantation surgery took place in 2005 without prior notification to the company. The patient was reimplanted with a new device in 2005.